Event description:
It was reported that the intellivue multi measurement server x2 device displays a speaker malfunction error message. The biomed could not remember if the device had audible sound. A replacement speaker was sent to the customer site. The device was not in use on a patient at the time of event, there was no patient involvement.